Event description:
The customer left a voicemail for technical support reporting that an xhibit central monitor froze while monitoring telemetry patients. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs healthcare technical support representative contacted the customer to gather additional information. The customer confirmed that the issue had been resolved after reseating some of the cables, but they didn't know what specific cables were reseated. No further information was provided by the customer; however, it was confirmed the unit was now functional and no further issues were reported.